Manufacturer narrative:
(B)(4).

Event description:
It was reported that an elective replacement indicator (to indicate that battery needs to be replaced) message was displayed on the clinician programmer. The battery was at 2.64v. Low impedance were also reported at 3.0 v. A possible short was suspected with electrodes 5 and 6. Impedance measurements were as follows. Right side: c-4=3085, c-5=428, c-6=428, c-7=963, 4-5=2707, 4-6=2651, 4-7=3271, 5-6=67, 5-7=546, 6-7=475. Left side: c-0=714, c-1=700, c-2=708, c-3=758, 0-1=819, 0-2=996, 0-3=1128, 1-2=799, 1-3=1048, 2-3=881. Programming was as follows for left side: 4.4v, pw of 60, 185hz with an electrode configuration of 0-, 1+, 2+, 3-. Programming for right side was: 4.2v, pw of 60, 185 hz with an electrode configuration of 4-, 5+, 6+, 7-. Additional info has been requested but was not available as of the date of this report.